Event description:
It was reported that the procedure was performed to treat a heavily calcified and mildly tortuous lesion in the distal right coronary artery (drca). A 2.5x12mm trek rx balloon dilatation catheter (bdc) was prepared and advanced to the lesion with no noted issues; however, during the second inflation the balloon was noted to rupture at 8atms. Therefore, another device was used and the procedure was continued. There were no adverse patient effects nor clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaint appears to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the mildly tortuous and heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.